Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 121 mg/dl. The customer reported that the pump had missing o-ring on the reservoir area. It was reported that the low battery and replace battery errors. The customer reported issue or damage to reservoir compartment or lip the reservoir was loose and was unable to lock in place when inserted into pump. The customer was advised that the pump will be returned for analysis. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.